Event description:
Information received the patient died approximately four months post implant of the implantable pulse generator (ipg) system. The cause of death has been requested and not received.

Event description:
Information received the patient died approximately four months post implant of the implantable pulse generator (ipg) system. The cause of death has been requested and not received. Based on follow-up received, the cause of death was kidney failure due to diabetes mellitus.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the proximal conductor was stretched and there was apparent explant damage.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4):the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the proximal conductor was stretched and there was apparent explant damage.